Event description:
It was reported that the doctor found tube kink when using on patient. Then changed new one, no impact on patient. Involved 1 pc."

Manufacturer narrative:
Qn# (B)(4). Per DHR the et tube, cuffed, spiral-flex 7.5 lot # 73k1800550 was manufactured on 10/16/2018. A total of (B)(4) pieces. Lot was released on 10/24/2018. DHR investigation did not show issues related to complaint. Other remarks: n/a. Corrected data: n/a.